Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a kangaroo e-pump. The customer stated that the battery shorted in the unit and caused melting on the battery door.

Manufacturer narrative:
Submit date 06/24/2013. An investigation is underway. Upon completion, the results will be submitted.